Manufacturer narrative:
The event occurred due to an operator error. Siemens technical support provided instructions to the customer on how to edit the demographics for the sample. Customer verified that pt demographics and results were corrected. Instrument is performing as intended.

Event description:
Customer reported that they bar coded the incorrect patient demographics on a pt sample and wanted instruction on how to correct it. There was no report of injury due to this event.